Event description:
The reporter stated the surgeon inserted a aa4204vl silicone single piece lens. The lens was damaged as it was inserted into the eye. The lens was removed with no widen incision or sutures required. There was no pt injury.

Manufacturer narrative:
(B) (4). Results: visual inspection of the returned product showed optic split in half and one haptic torn off completely. The lens is in three pieces. There was evidence of a clear surgical residue. Conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in june 2005. The damage to the lens, as observed and photographed upon the return of the lens to staar, can not be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the manufacturing of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the user in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B) (4).